Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 20 mm voyager rx is being filed under a separate medwatch MFR number. Analysis of the returned product noted blood on the distal shaft and stent implant, suggesting the stent delivery system (sds) had been advanced into the body. It was confirmed that the stent implant was returned dislodged from the sds. The balloon had relaxed folds, which is consistent with the stent being dislodged from the balloon. There were crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Half of the stent implant was smashed and bent. This damage was not reported; however, this likely occurred during retrieval with the snare device and/or from handling as a result of packaging and shipment back to abbott vascular for analysis. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, interaction with previously deployed stent, and accessory device support. The patient anatomy was totally occluded and 100% restenosed, which likely contributed to the reported failure to advance. Although the guiding catheter used during the procedure was not returned for analysis, based on the information provided, the sds interacted with the tip of the guiding catheter during withdrawal. This interaction likely disrupted the stent implant on the balloon causing resistance and subsequently dislodging the stent into the ostium of the svg. The stent was ultimately retrieved via a snare device. There was also no note of any damage observed to the sds or stent implant prior to the procedure, suggesting that a product deficiency likely did not contribute to the difficulties experienced. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are visually inspected for catheter damage, stent damage, and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the finished product device history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the reported failure to advance, difficulty removing the sds, stent dislodgment, and subsequent stent damage, appear to be related to operational context of the device and not a product quality deficiency. This type of reported event will continue to be monitored.

Event description:
It was reported that the case involved treatment of a totally occluded, restenosed stent (type unknown) in a saphenous vein graft (svg) to the circumflex artery. Predilatation was performed with a 2.0 x 12 voyager rx and then with a 3.5 x 20 voyager rx. After use of the 3.5 x 20 voyager rx, a perforation was noted. The graftmaster stent delivery system would not cross the svg and upon removal, at the mouth of the guide catheter, the graftmaster stent dislodged at the ostium of the svg. Using a snare device, the graftmaster stent was retrieved from the patient's anatomy. During this time, the perforation spontaneously sealed on its own and no further intervention was performed. The patient was discharged on 3-30-2011. No additional information was provided.